Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests, however the on and off buttons on the keyboard were intermittent/collapsed. It was noted one side bail cover was broken. One side bail cover and one side bail were missing. (B)(4).

Event description:
It was reported the external pulse generator (epg) was not working. No further detail available. The epg was returned for repair. No patient complications have been reported as a result of this event.